Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that whenever she turns on the backlight on her insulin pump the insulin pump makes a little whining noise. The whining noise goes away once the backlight goes off. No further details were provided. The insulin pump is eligible for replacement but no products were returned as of yet.